Event description:
According to the reporter, as the tissue was being sewn during a laparoscopic minimally invasive esophagectomy procedure, the needle would not toggle to the other side of the instrument and during toggling, the needle disengaged and fell into the patient¿s cavity. The needle was retrieved to complete the case with no additional issues. There was no patient injury.